Event description:
It was reported that the customer's pump screen was dark and would not turn on, and the quick bolus button was difficult to press. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted a healthcare provider to obtain alternate insulin therapy.